Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference or angulation or kink in the delivery system upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. However, a 7f, larger than recommended delivery system was used to deploy the device which may have contributed to the reported event as use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device please not per the instructions for use, artmt600034288 revision c, the recommended sized delivery sheath for a 9-asd-010 is a 6f.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for an atrial septal defect (asd) procedure using a 7f amplatzer torqvue delivery system. During deployment, the occluder had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 10mm amplatzer septal occluder was chosen, which was successfully implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient is currently stable.